Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) called to report left eye discomfort, foreign body sensation, tearing, photophobia, redness, and dizziness after inserting of a new acuvue2 brand contact lens on friday, (B)(6) 2018. Pt reported the lenses felt thicker. Pt reported discomfort after removing the suspect lens the same day. Pt went to the eye care provider (ecp) on monday and was diagnosed with a left eye corneal ulcer. Pt was prescribed moflox every hour for 24 hours, then every 2 hours for 24 hours for the left eye. Pt reported a follow-up visit (B)(6) 2018 and was instructed to continue moflox every 2 hours until medication was completed. Pt was also prescribed refresh eye drops and contact lens rest. Pt reported the ecp advised ¿to wait a few days after completion of moflox drops then return to contact lens wear¿. Pt reported the left eye is improving. Pt has a follow-up appointment on (B)(6) 2018. Pt will obtain the medical records for the event. Pt reported a contact lens replacement schedule every 20 days. Pt stopped sleeping in the lenses (B)(6) 2017. On (B)(6) 2018 a call was placed to the pt for additional information: pt reported he/she saw the ecp and obtained medical records. Pt was cleared to return to contact lens wear by the ecp. Pt purchased a trial pair of acuvue oasys brand contact lenses, but had not tried the lenses yet. Pt took the medical records to the optical store. Call was placed to the optical store, but no voicemail was available. On (B)(6) 2018 a return call was placed to the optical store. The pts medical records were requested. On (B)(6) 2018 an email was received from the optical store with the pts medical document. The medical document was dated (B)(6) 2018 and the only legible information were dates, (B)(6) 2017, (B)(6) 2018. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0034jw was produced under normal conditions. The suspect lens was requested for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.